Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 85, 125mg/dl (meter). Tests were done within 10 mins with a difference of 34%. Pt did not experience any adverse events. No further info has been reported. Note-customer was using expired test strips.